Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) and lidstock for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has multiple bends in the guide wire body. The distal end of the core wire is broken and protruding out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed distal core wire tip is flat, pinched and discolored at the point of separation. Both welds appeared full and spherical. The broken core wire measured 685 mm in length which is within the specification of 678-688 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.857 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. Additional testing of the catheter could not be performed as the catheter was not returned. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that the puncture of the vena femoralis went smoothly; advancing the wire - average resistance; catheter can be placed over the wire - little resistance; when pulling the wire back - little resistance; while pulling the wire back the anterior third of the wire unwound; wire could be removed completely without causing further problems. Complete repositioning of the catheter, therapy did not have to be stopped or interrupted.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the puncture of the vena femoralis went smoothly; advancing the wire - average resistance; catheter can be placed over the wire - little resistance; when pulling the wire back - little resistance; while pulling the wire back the anterior third of the wire unwound; wire could be removed completely without causing further problems. Complete repositioning of the catheter, therapy did not have to be stopped or interrupted.